Manufacturer narrative:
Upon device return and inspection, it was observed that the farawave catheter returned with a guidewire inserted. An attempt to withdraw the guidewire was made and it was successful; a new guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all tests performed, showing no evidence of the reported failure.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a farawave catheter was used. After the catheter was moved from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv) four ablations were performed with the catheter array deployed to the flower shape. In preparation to deploy the array to the basket shape the guidewire was advanced a little into the vein, and it was found that it could not be advanced or retracted. It was observed that the catheter array was over-deployed. The catheter array was undeployed to remove the catheter from the patient. An attempt was made to advance and retract the guidewire in the catheter again once out of the body, but it was confirmed that it was firmly stuck and could not be removed. The catheter was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a farawave catheter was used. After the catheter was moved from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv) four ablations were performed with the catheter array deployed to the flower shape. In preparation to deploy the array to the basket shape the guidewire was advanced a little into the vein, and it was found that it could not be advanced or retracted. It was observed that the catheter array was over-deployed. The catheter array was undeployed to remove the catheter from the patient. An attempt was made to advance and retract the guidewire in the catheter again once out of the body, but it was confirmed that it was firmly stuck and could not be removed. The catheter was replaced and the procedure was completed. No patient complications were reported.